Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt sometimes "can't open lung all the way" when they take a breath. The pt stated that this started in (B) (6) 2009 and was the reason the pt was hospitalized for two days at that time. The pt stated that she would be "fine" for three days and then all of a sudden would feel like she would get extra medication that went straight to her right side and would become numb. The pt felt that her medication coverage was uneven. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.